Manufacturer narrative:
(B)(4). D10: 0° spiked keel right size g osseoti tibia, #item 42535007902, #lot 66704977. Therapy date: (B)(6) 2026. G2: foreign report source japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that when using persona osseoti 0-degree tibial component, the articular surface did not fit. There was no patient impact, surgical technique utilized. Attempts have been made and additional information on the reported event is unavailable at this time.